Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The cds (80207u249) referenced is being filed under separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mr with a grade of 4. There was a pre-existing chordal rupture with flail. The first clip delivery system (cds 80209u129) was advanced to the mitral valve and the clip was placed at a2/p2. A second clip (80207u249) was implanted lateral to the 1st clip, reducing mr to 2. The pressure gradient was 3.5mmhg. On (B)(6) 2018, it was found that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3-4. In the physicians opinion, the slda was due to the pre-existing patient anatomy. On (B)(6) 2018, two clips (80212u260, 80409u168)) were implanted for treatment. The mr was reduced to 2-3; however, the pressure gradient was 6mmhg. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology (flailed leaflet). The reported mr appears to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.